Manufacturer narrative:
The device was received for evaluation. Visual inspection showed that one of the spikes had separated from the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type blood/solution set with standard blood filter had leaked. This occurred during priming. It was stated the spike was inserted into the blood transfusion bag when the tubing detached itself completely from the spike. There was no patient involvement. No additional information is available.